Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of 850 mg/dl with high ketones. The customer delivered a bolus prior to going to the hospital in attempt to address bg level. The cause for the reported issue was unknown. Reportedly, the customer was not aware the non-tandem transmitter needed to be replaced every 90 days. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.